Manufacturer narrative:
Reporting address state & reporting institution phone #: (B)(6). Reporter phone #: +(B)(6).

Event description:
The service engineer evaluated the ventilator during periodic maintenance and noted there was a battery alarm. No patient involvement. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
It is unknown if there was any patient involvement at the time the reported event occurred. Attempt to know device exact context of use has yielded no response yet. However, no patient or user harm was noted. The field service engineer replaced the battery to resolve the reported issue, as well as the power switch overlay and switch pcba. The system met the specification for the performed service and was returned to use. If additional information is received at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The battery was replaced as well as the switch pcba and power switch overlay. The battery manufacturing date is at least 6 years ago. Per the v60/v60 plus ventilator service manual, the battery is to be replaced every five years as per periodic maintenance procedures. The battery has reached shelf-life as specified by the manufacturer. Further information was requested to obtain information why the switch pcba and power switch overlay was replaced.